Event description:
During cataract surgery the ball on osher malyugin manipulator broke off in the malyuygin ring when the physician was manipulating the ring in the eye. The doctor was able to remove the ball from the patient's eye without injuring the patient. The patient is doing well, and a successful surgery was performed.